Event description:
It was reported the doctor made an observation that the inner sterilized packaging of the device did not look normal, and appeared to may have gotten wet or improperly sealed. The outer packaging was opened but device was returned unused. No patient complication was reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies found however it was noted that the inner blister packaging appeared to be discolored.